Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown persona revision tibial component catalog #: ni lot #: ni, unknown persona revision femoral component catalog #: ni lot #: ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address patellar tendon tear. All components were revised except the femoral component. Attempts have been made, however, no additional information is available.